Event description:
One touch ultra meter was read inaccurately erratic. The patient reported blood glucose results of 119mg/dl, 107mg/dl and 127 mg/dl with a lifescan meter, performed within 10 minutes of each other. The patient described feeling light headed during the time of testing. The patient contacted a medical professional for advice, however, no further treatment was sought. The customer service representative discovered that the patient had been incorrectly cleaning the puncture area. The csr confirmed that the test strips were within expiration date, stored properly, and not opened longer than the discard date. The patient neither alleged harm nor experienced injury or medical intervention.